Event description:
On 12/29/2023, it was reported by a facility representative via (B)(4) that an ar-8330h shaver hp is not responding and there is an electrical smell from the motor. Issue was discovered prior to surgery. Another device was used to complete the case. No patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Motor) the evaluation confirmed the reported event, "on 12/29/2023, it was reported by a facility representative via sems-06442190 that an ar-8330h shaver hp is not responding and there is an electrical smell from the motor. Issue was discovered prior to surgery. Another device was used to complete the case. No patient harm. And attributed it to a motor hall sensor malfunction; however, the electrical smell is not confirmed. (Refer to ncr-22401).